Event description:
Subsequently, boston scientific received information in (B)(6) 2011 that a save-to-disk was received and analyzed. The analysis was completed and the clinic nurse was informed that this device triggered middle-of-life (mol) 2 at 2.65 volts in (B)(6) 2008. The calculated target date for mol2 was (B)(6) 2008. Technical services explained that this patient could be scheduled for device explant within 90 days of elective replacement indicator (eri) declaration.

Event description:
Subsequently, boston scientific received information that this clinic nurse contacted technical services to report that this device was now exhibiting a monitoring voltage of 2.55 volts associated with a charge time of 12.8 seconds. Technical services recommended continuation of a monthly follow-up and discussed that a save-to-disk could be performed and returned for analysis.

Event description:
Boston scientific crm received information that this clinic nurse contacted technical services to ask if this device was included in the magnetic reed switch safety alert 2010 advisory. Technical services discussed the shortened replacement window (april 2007) and subpectoral implant (may 2006)advisories. The date when the device triggered middle-of-life (mol) 2 was not known. Technical services recommended a change to monthly device follow-up.

Manufacturer narrative:
The available information suggests that the device remains in-service. The event will be reopened if additional information is received and/or the device is returned for analysis.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity. The device was put through and passed therapy availability testing. It was concluded that this device performed normally throughout laboratory testing.